Event description:
Patient reported "rupture". This record is for the right side. The device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2a, d4, g4, h4, h6.

Event description:
The event of rupture was confirmed not to have occurred. This record is no longer reportable to the FDA and will be un-reported.